Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information provided to date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
Per medwatch mw5174589: "apl valve failed to release airway pressure when in bag mode and set to minimum. Clinician would have to remove the rebreathing bag during procedure to release the airway pressure to prevent potential barotrauma to patient. Hospital bio med team replaced apl diaphragm and cleaned weight, ran apl test and all readings passed. Returned to service."

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The adjustable pressure limiting valve was replaced to resolve the issue.